Event description:
As the patient had to undergo surgery due to an upgrade from pacemaker to crtd, the physician checked the leads parameters. The atrial lead had a high threshold (in fact the pacing polarity was set to unipolar) and a low sensing. Moreover, noise entered the atrial channel. The physician decided to extract the lead and implant a plexa s dx 65/15 instead.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided follow up test results from (B)(6) 2020 showed the atrial pacing threshold at 3.4v at 1 ms in bipolar configuration. The sensing was around 0.7 mv in bipolar configuration. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.